Event description:
Insulation on the cautery cord split and the drape on the left side of the pt caught on fire. Assist surgeon patted down flames. Water was also poured on site. Doctor burned both hands.